Manufacturer narrative:
All four needles used in this case were returned for evaluation. Of the four, two were confirmed to be defective. This MDR is associated with needle #1 (lot: a6830). Refer to MDR# 9616793-2019-00093 for needle #4 (lot: a6891). The needle manufacturing records for needle #1, lot: a6830 were reviewed and no related deviations or concerns were noted. The needle's electrical malfunction was confirmed as it failed investigative testing for electrical atp properties. Upon disassembly, the heater wire was found with burned lacquer. The temperature of the resistance wire portion between laser welding to the heater body raised above 400°c leading to the wire insulation burn. The root cause of such temperature jump is unclear.

Event description:
This is a follow-up #1 to report investigation findings for one of the complaint related needles returned with this event. Refer to MDR 9616793-2019-00093 for the second complaint related needle's investigation results. As reported in the initial: it was reported that during a renal cryoablation procedure, four icerod cx needles were used. The patient was under conscious sedation. During the first active thaw cycle, the patient reported a "rumbling" sensation. Muscle spasms could be observed. During the second active thaw cycle, the I-thaw feature could not be completed. The case was completed with no patient injury. This event is being reported for the muscle spasm.

Event description:
It was reported that during a renal cryoablation procedure, four icerod cx needles were used. The patient was under conscious sedation. During the first active thaw cycle, the patient reported a "rumbling" sensation. Muscle spasms could be observed. During the second active thaw cycle, the I-thaw feature could not be completed. The case was completed with no patient injury. This event is being reported for the muscle spasm.